Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, the clip was ¿deployed halfway¿ and the clip was ¿hanging off catheter¿. Another resolution clip was used to complete the procedure. No patient complications resulted from this event. The patient's condition following the procedure was reported to be fine. Investigation results revealed the clip was mashed onto the bushing and the clip failed to release from the catheter, therefore this is now an MDR reportable event.

Manufacturer narrative:
(B)(4) for the investigation findings of clip assembly mashed onto bushing. (B)(4) relates to problem code 2906 for the investigation findings of clip failed to release from catheter. A visual examination of the returned device noted that the clip assembly was mashed on to the bushing and could not be deployed. The prongs could not be opened or closed, and they were not locked in to the capsule. There was a kink noticed in the control wire. The slider cover and the cross pin were detached from the slider. The coil was stretched near the handle. The tabs were partially open. It was also noticed that the over sheath assembly was missing. Based on the condition of the returned device, the reported failure of clip deployed prematurely was not confirmed. The clip was found to be mashed onto the bushing and failed to release from the catheter, which is contrary to what was originally reported. However, this failure likely occurred due to anatomical/procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.